Event description:
It was reported that the radiofrequency programmer head had telemetry failure. It was further requested that it receive test and calibration. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure and therefore the cable was replaced. (B)(4).